Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, clear passage testing, and under water pressure testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set was unable to be primed. Priming was later achieved after applying a small amount of pressure to the saline bag attached to the set. However, the set did not prime under normal conditions. There was no patient involvement. No additional information is available.